Manufacturer narrative:
H.6. Investigation: twenty loose 10ml syringes were received and evaluated. It was observed each of the syringes had a small amount of excess plastic protruding from the tip. One of the syringes had a thin fiber-like strand that was visually determined to be rejectable per product specification. The tip flash was measured on the remaining 19 syringes. The results indicate the 19 syringes were acceptable per product specification. Potential root cause for the tip flash defect is associated with the molding process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 10ml s/t bns plungers have marks on them. This occurred on 31 occasions. The following information was provided by the initial reporter: material no.: 301031 batch no.: 0252681. It was reported that plungers have marks on them. Per email: these are the plunger marks from samples my team examined: (B)(6).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml s/t bns plungers have marks on them. This occurred on 31 occasions. The following information was provided by the initial reporter: material no.: 301031, batch no.: 0252681. It was reported that plungers have marks on them. Per email: these are the plunger marks from samples my team examined: c-32 10 c-32 12 c-32 56 c-32 64 c-197 3 c-197 10 c-197 14 c-197 17 c-197 22 c-197 27 c-197 44 c-32 12 c-32 36 c-32 39 c-32 40 c-32 49 c-32 50 c-32 59 c-32 63 c-32 64 c-197 10 c-197 24 c-197 29 c-197 35 c-197 44 c-197 46 c-197 49 c-197 50 c-197 52 c-197 53 c-197 63.